Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitaclip procedure was performed to treat functional mr grade 4. Patient presented with post-acute myocardial infarction anatomy including a super tethered posterior leaflet. First clip attempted ntw (lot: 40318r1098) was implanted successfully. After second clip ntw (lot: 40415r1002) was deployed, it detached from anterior leaflet (single leaflet device attachment (slda)). Tissue damage to the anterior leaflet was suspected. Two additional clips xtw (lot: 40327r5048 and xtw (lot: 40327r3110) were implanted to stabilize and further reduce mr. The procedure ended with mr unchanged grade 4. The patient was connected to ECMO in preparation for mitral valve replacement surgery. On (B)(6) 2024, mitral valve replacement surgery was performed and the mitraclips were explanted.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda is related to patient morphology/pathology. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical interventions, surgical intervention, and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.